Manufacturer narrative:
A review of the technical service on site history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with a small epithelial defect and inflammation at the flap edge three days following lasik treatment. The patient reported fluctuating vision. The topical steroids were increased. Additional information received; the symptoms are improving. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.